Event description:
It was reported intermittent occlusion alarms occurred. The customers blood glucose rose above 400. The customer changed supplies and resumed insulin therapy. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.